Event description:
On (B)(6) 2025, a healthcare professional reported that an ar-3780sp knee fibertak button, an ar-8979p dx swivelock, and an ar-7500 suturetape were implanted in a patient during a surgical procedure. Approximately one year later, the patient began experiencing persistent pain and was referred to an allergist for an allergen patch test. No additional details were provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.